Event description:
It was reported that device activity sensor seemed to be too sensitive. The patient noted that many times their heart rate was in the 90's. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.